Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and right ventricular lead exhibited noise and low impedance shortly after generator change out procedure. Noise was reproducible with arm movements. The patient presented on (B)(6) 2018 for lead revision procedure and the leads were capped and replaced. No abnormalities were noted on the leads. The patient was stable post procedure.